Event description:
Reporter alleged the lancet needle from the lancet device will not retract back into the lancet after use. Customer stated the lancet needle sticks out past the cap. No actions were taken or treatment was received reportely as a result. A request was made for the return of the suspect device and replacement product was sent.